Event description:
It was reported that a ventilator's display screen froze during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer replaced the breath delivery unit (bdu) to graphic user interface (gui) cable. The covidien customer support engineer (cse) intalled revision level ak software. The ventilator passed calibrations, extended self tests (est), short self tests (sst), performance verification testing (pvt) and electrical safety testing.